Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Two valiant stent grafts were implanted in a patient for the endovascular treatment of aneurysm rupture caused by the recurrence of chronic dissection. It was reported that a type ia endoleak was observed at the end of the procedure. The proximal neck area was then embolized from the lsa (left subclavian artery) by coils, and the lsa was also embolized using coils and a plug to resolve the endoleak. Angiography was performed again. Although a minor ia endoleak remained, the procedure was completed. The physician attributed the cause of the event to be suspected insufficient sealing of the proximal area due to the 15mm proximal neck length from zone 2 and the vessel lumen diameter of 25 to 33mm. No additional clinical sequelae were reported and the patient is fine.